Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported vein dissection was procedure related. Per the IFU, dissection is a known procedural risk during the use of this device.

Event description:
During an ICD implant procedure, a subclavian vein dissection occurred. Angiography confirmed a clear path to the superior vena cava (svc). After inserting the guidewire and introducer, the lead and catheter were advanced under fluoroscopic guidance. Resistance was noted between the svc and subclavian vein. The lead was advanced to the tip of the catheter and the catheter was pushed forward and passed the resistance. At that moment, the patient complained of chest pain. Contrast fluid was injected and was observed spreading through the mediastinum confirming a dissected area where the vein made a 90 degree angle. The patient was transferred for vascular surgery and is in stable condition.